Event description:
A physician attempted an arteriotomy closure with the starclose device after a diagnostic procedure. The physician experienced some resistance with the thumb advancer and the thumb advancer would not fully deploy to click three. The safety release button was depressed into the body of the device before it was pointed that it should be slid down the body of the device and not pressed into it. The vessel locator button popped back up but there was still resistance on removing the device. The physician made a large skin incision to remove the device. The physician observed that the vessel locator remained open and the nylon shaft had "sheared." Manual compression was applied to achieve hemostasis. The patient experienced bruising, discomfort and delay in ability to ambulate.

Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.